Event description:
On (B)(6) 2012, the patient was implanted with two gore® excluder® aaa endoprostheses. On (B)(6) 2014, follow-up imaging identified a completely occluded right limb of the trunk-ipsilateral leg component. It was reported the cause of the occlusion is unknown. No further adverse events were reported.

Manufacturer narrative:
Corrected date received by manufacturer: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root cause of the occlusion could not be determined with the provided information.

Manufacturer narrative:
The patient¿s medications include: atenolol, dombivent, diltiazem, doxepin, hydrochlorothiazide, lexapro, lipitor, and zetia.